Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer added more insulin to the cartridge and continued insulin use without changing the supplies. Reusing the cartridge by adding insulin is considered off label pump use.